Event description:
A journal article was retrieved from international orthopaedics (2023) that reported a prospective clinical study. The purpose of the study was to evaluate the ipsilateral quadriceps tendon as a source of autograft in revision anterior cruciate ligament (acl) surgery. The study reviewed 30 sequential cases with acl failure initially operated with hamstring autograft during the primary surgery. The indication for revision was history of primary acl reconstruction using the hamstring tendon autograft with recently symptomatic knee pain and/or giving way, instability with positive lachmann and/or anterior drawer test, or MRI evidence of indiscernible graft. All surgeries consisted of harvesting the central portion of the quad tendon adjusted and stitched from both ends during length preparation using n 2 maxbraid sutures (zimmer biomet). Fixation was achieved with double fixation using competitor screw. It was reported in a journal article that one patient experienced an unspecified infection postoperatively on an unknown date following a revision acl suturing surgery. None of the cases indicated a re-rupture of the graft. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in egypt. G2: abouheif, m., sharaby, m.m.f. Revision anterior cruciate ligament reconstruction using the ipsilateral quadriceps tendon autograft: a modular reconstructive option. International orthopaedics (sicot) 47, 2967¿2976 (2023). Https://doi.org/10.1007/s00264-023-05878-8. H3: the customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that is outside the control of zimmer biomet, such as external factors, i.e., hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. During the investigation process, a review of the sterile certifications was not performed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. A superficial infection was reported, and no product information was provided; therefore, validation of sterile certifications cannot be performed. However, the reported event is considered procedure-related. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.